Event description:
The manufacturer received a voluntary medwatch (mw5105527) in which it was alleged that seen black particles in the filter. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.